Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was under delivering. Customer¿s blood glucose level was 200 mg/dl. At the time of incidence. Customer experienced nausea like symptoms. Customer was treated with manual injection for high blood glucose level. Customer was alleging that insulin pump was under delivering. The insulin pump will be returned for analysis.